Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 05/26/2013 device evaluation: on examination, the keypad was noted to be intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the ok keypad button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.